Manufacturer narrative:
The product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: it stopped working during surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes for the issues include an open circuit due (to loose electrical connection (pcb), eprom failure, damage to the probe¿s cable, or a communication error between the probe and the console. The probe is used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: probe did not work. Probable root cause: probe short (possibly due to fluid ingress), open circuit (possibly due to loose electrical connection), power output variation, wrong default setting, console error crossflow temperature mitigation actions. Use errors: user attempts to sterilize, disinfect, clean or reuse probe. Incorrect power level set. Nonbendable probe bent with probe bender, or a bendable probe bent with anything other than the stryker rf probe bender. Attempting to use probe without completely immersing tip in a conductive irrigant. Probe handle is submerged in liquid or suction tube is cut. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.